Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a his bundle lead the right atrial (ra) lead became dislodged. The physician attempted to reposition the lead and noted there wasn't any injury pattern. The physician noted there was tissue in the helix of the lead which was then cleared out. The helix became difficult to retract and would not extend. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix fully retracted. If information is provided in the future, a supplemental report will be issued.